Event description:
It was reported that post a percutaneous coronary intervention procedure, stent damage occurred. An unspecified target lesion was being treated. A taxus express2 - 8.8pct, mr - 2.75x20mm stent was implanted at another hospital. Post the index procedure the patient was presented to another hospital. The physician stated the stent became deformed as the heart beats. It's unspecified how the patient was treated. No further patient complications were reported and the patient's status is good. Additional information has been requested and is not available.

Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).